Event description:
It was reported that the customer was hospitalized with sepsis and high blood glucose levels. The reported blood glucose reading at the time of the call was 270 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.